Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath and heart rate in 40s. The implantable pulse generator (ipg) was reported to have " something wrong with device". The ipg remains in use. No further patient complications have been reported as a result of this event.